Manufacturer narrative:
Product complaint # pc-(B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. *what was the size of the needle used? Monocryl thread , f:45cm 4/0 dec1.5 incolore a:3/8ctrian 16mm réf y501 *were x-rays performed to localize the needle tip? No *does the needle tip retain in the patient's tissue? No *if the needle tip retained, where is it located/in what structure? Na *if retained, were there any patient consequences? Please specify. No *was there any change in the patient¿s post-operative care due to the prolonged procedure? No, use in dermatology consultation services *was the needle piece removed or is it planned to be removed? If yes, please provide details. The needle piece was removed. *what is the patient¿s current status? Okay. Use of a second suture to complete care. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 analysis summary: the product received for analysis was identified as product code y501g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2024. Additional information was requested, the following was obtained: during the adverse event, I performed a deep dermal plan (single point). The needle was held (union 2/3-1/3) by a needle holder. The thread became detached from the needle flush with it as I introduced the curved needle into the 2th dermal bank (insertion from top to bottom). I had some difficulty recovering the needle drowned within the dermis (skin wound). H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one detached needle outside its packaging that pertain to product code y501g. Upon visual inspection of the sample, it was observed the needle was broken at the swage area. The sample will be forwarded for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/9/2024 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of initial surgery? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What tissue was being sutured when the event (needle breakage) occurred? Were x-rays performed to localize the needle tip? Does the needle tip retain in the patient's tissue? If the needle tip retained, where is it located/in what structure? If retained, were there any patient consequences? Please specify.*was there any change in the patient¿s post-operative care due to the prolonged procedure? Was the needle piece removed or is it planned to be removed? If yes, please provide details. What is the patient¿s current status? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During use, the needle broke. It was further reported that there was no patient consequence. The surgeon used another device to complete the procedure. Additional information was requested.